Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'failed volume test' was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed volume test. The test was run 3 times using a graduated cylinder and scale and each time the pump failed they reloaded a different set with a different bag. The maximum capacity of the graduate utilized was 100 ml. The delivery rate, volume to be infuse (vtbi) and amount delivered was 40 ml/hour; 20ml; more then 21ml. The type of set was being used for the test was IV bag. This occurred during programming/ setup. There was no patient involvement. No additional information is available.